Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by the certified biomedical engineer at the hospital. No information has been received from the hospital of the outcome. The received device log files show that an alarm for low oxygen supply pressure was generated, just before the reported low oxygen alarm. There is no indication in the log files that the ventilator wasn't working as expected. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Why the oxygen supply pressure was low, could not be determined. H3 other text: 4114.